Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not recovered. A field service engineer discovered that the main drawer 3.2 was not showing up. The station was pulled out and the back panel was removed and powered down. Then the fse inspected the retractor band, found it was damaged and replaced it. After reassembling the drawer, reconnecting the bus cable and powered the station back up. The customer attempted to recover the storage space, but the drawer was still not detected. Then removed the moab assembly, tested the fuse (which was good), and reinstalled the assembly. After powering down the station again, removed the module controller board, replaced it with a new one, reassembled the drawer, reconnected the bus cable, and powered the station back up. The customer confirmed that the issue was fixed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed and not recovered. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.